Event description:
For one patient, initial sodium result of 94 mmol/l and potassium result of 2.2mmol/l. Same sample repeated recovered 138 mmol/l for sodium and 3.1mmol/l for potassium. Initial results were not reported. The field service representative determined there was a problem with the syringe assembly, ise degasser, and ise valves. The instrument was repaired.